Manufacturer narrative:
(B)(6). Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: october 19, 2010. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (10.5mm medullary reamer head, part number 352.105, lot number 21318). The subject device was returned with a portion of the reamer head broken off. The broken off portion also is broken in two pieces. As previously reported the device history record review shows that the reamer head met the specifications at the time of manufacturing. The raw material certificate meets the specifications and the raw material lot matches with the production order. The measuring and hardness protocols do not show any deviations to the given specifications. The dimensions on the broken reamer head were checked as far as possible and were found to meet the specifications. The hardness check on the broken reamer head confirms the hardness to be within the given tolerance zone. Based on our investigations we conclude that the reaming head was manufactured according to the given specifications and the technical drawing. No manufacturing related issues that would have contributed to this complaint were found. The root cause of this event is determined to be excessive force through the method of use and associated accumulated damage and wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. (B)(4). Lot number unknown - lot number not visible on the device. Device is an instrument and is not implanted/explanted. The complaint indicated that the device broke intraoperatively requiring additional surgical intervention in order to remove the device fragments subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a incident happened in hqe hospital queen elizabeth during surgery. Surgeons were having a surgery for ssfn synthes shaft fracture nailing right femur fixation surgery. Entry point had been opened and they started to ream the medullary canal. Surgeons had reamed till size 10.5mm. Upon taking out the 10.5mm synthes reamer, surgeon felt resistance and tightness. They checked through the c-arm and continue to pull and take out the reamer to change the head to 11.0mm. However, surgeon heard a cracking sound and continued to check using the c-arm. It was seen through the monitor that the reamer was broken. They then used the ball tip guide wire to pull out the reamer head. Upon removing the reamer shaft and reamer head size 10.5mm, they found that there are some metal chips from the reamer head remained in the patient's medullary canal. The surgeons then used a new reamer shaft with reamer heads smaller than 10.5mm to shove the remaining metal chips out into the fracture site. Surgeons then make an incision at the patient's mid shaft femur (fracture site) to remove the metal chips. All chips were able to be removed and there is none left in the patient. There were no patient harm, prolongation of the surgery: at least 30-45minutes were taken to remove the fragment pieces. Another incision was made for better access to remove fragment pieces, no reoperation. This complaint involves 2 parts. In addition, the quality engineers reviewed the product picture of the reamer shaft and determined that the distal prongs appear to be missing when the picture was comparted to the product drawing. This report is 2 of 2 for (B)(4).